Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 which indicated that the patient had increased spasticity related to the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 1533 mcg/day) via an implanted pump. The indications for pump use were intractable spasticity and post spinal cord injury. On (B)(6) 2019 it was reported that the patient¿s pump had motor stalls intermittently. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting were performed. No patient symptoms were reported. The pump was replaced. The issue was noted to be resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.